Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, guide catheter: hyperion 6f jr4.0. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion (in the distal right coronary artery with no tortuosity and mild calcification that was 90% stenosed. Resistance was not felt during advancement of the 3.50 mm x 15mm nc trek rx balloon dilatation catheter (bdc) through the lesion for pre-dilatation and it crossed successfully. The balloon ruptured during the second inflation at 14 atmospheres held for 20 seconds. A replacement non-abbott bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.